Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (therapy electrodes non-functional) was confirmed. As received, the belt failed the incoming therapy electrode (te) recognition test. Upon evaluation, there was an open pulse wire in the cable connecting the distribution node (dn) and rear therapy electrodes. The cause of the non-functional electrodes and incoming testing failure is the open pulse wire. The root cause of the open wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
A us distributor returned a belt indicating that the therapy electrodes were non-functional.